Manufacturer narrative:
The insulin pump was received with missing reservoir tube retainer and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer is calling via phone to report that the plastic ring that is secured where the reservoir sits keeps coming off. The customer's blood glucose is 121 mg/dl. The insulin pump will return.